Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation is an unknown date between (B)(6) 1990 and (B)(6) 1996. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ring, d., perey, b.h., and jupiter, j.b. (1999), the functional outcome of operative treatment of ununited fractures of the humeral diaphysis in older patients, the journal of bone and joint surgery, vol. 81-a (2), pages 177-190 (USA). The aim of this study is to investigate an operative technique of plate-and-screw fixation that is modified to address osteopenia and relative or absolute loss of bone in older patients. Between december 1990 to june 1996, a total of 22 patients with an average age of 72 years (range 60-85 years), were included in the study. Surgery was performed using a broad, 4.5-millimeter dynamic compression plate in 8 patients; a narrow, 4.5-millimeter titanium limited-contact dynamic compression plate in 6 patients; a titanium blade-plate in 8 patients; an additional eight-hole, 3.5-millimeter limited-contact dynamic compression plate in 1 patient (synthes). The following complications were reported: a (B)(6) year-old female had lucency around some of the screws and a fracture line still visible on radiographs at the most recent follow-up evaluation. The patient was followed for a limited duration due to death. A (B)(6) year-old male patient died. An (B)(6) year-old female patient died. An (B)(6) year-old female patient died. A (B)(6) year-old female patient had fibrous union. A (B)(6) year-old female patient had stitch abscess. A (B)(6) year-old female patient had transient radial nerve palsy but had complete recovery in six weeks. A (B)(6) year-old female patient had undergone blood transfusion. An (B)(6) year-old female patient had a fibrous union. A fracture line was still visible on the radiographs. A (B)(6) year-old female patient had a decreased in comparison with the contralateral extremity, and the internal rotation was considerably restricted. A (B)(6) year-old female patient had a minimally displaced spiral fracture of the supracondylar region distal to the plate. The fracture healed after it was treated with a functional brace. A (B)(6) year-old female patient had severe worsening of dementia, was unable to care for herself, and moved to a skilled nursing facility two years and six months after the procedure. This report is for an unknown synthes plate. (B)(4).